Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days after the implant of a leadless implantable pulse generator (ipg), the patient suffered lower limb edema. An ultrasound confirmed deep vein thrombosis. The patient was administered an anticoagulant and was placed under observation. The ipg remains in use. No further patient complications have been reported as a result of this event.